Manufacturer narrative:
It was reported that tables' kidney section allegedly raises on its own, needs tech to investigate. The stryker field service technician (sfst) found that seal at the hollow bolt was not allowing a tight seal to occur. The root cause could be incorrect maintenance practices. The sfst replaced the seal, removed the air from the lines and the table was returned to the customer. There was no patient involvement and no adverse event reported to have occurred.

Event description:
It was reported that table's kidney section allegedly raises on its own, needs tech to investigate. There was no patient involvement and no adverse event reported to have occurred.